Event description:
Reportedly, a cardiac surgery was performed to a patient implanted with the subject pacemaker. Before the surgery, an EKG showed ventricular pacing at 60min-1. After the surgery, the device could not be interrogated and no pacing pulses were observed even with the application of a magnet. The device was explanted and will be returned for analysis. Another device was successfully implanted. It was reported that electrocautery was used during the procedure but it was no possible to confirm if any other electrical device was used.

Manufacturer narrative:
Analysis confirmed that the device was most probably damaged during surgery (input diodes damaged).

Event description:
Reportedly, a cardiac surgery was performed to a patient implanted with the subject pacemaker. Before the surgery, an EKG showed ventricular pacing at 60min-1. After the surgery, the device could not be interrogated and no pacing pulses were observed even with the application of a magnet. The device was explanted and will be returned for analysis. Another device was successfully implanted. It was reported that electrocautery was used during the procedure but it was no possible to confirm if any other electrical device was used.

Event description:
Reportedly, a cardiac surgery was performed to a patient implanted with the subject pacemaker. Before the surgery, an EKG showed ventricular pacing at 60min-1. After the surgery, the device could not be interrogated and no pacing pulses were observed even with the application of a magnet. The device was explanted and will be returned for analysis. Another device was successfully implanted. It was reported that electrocautery was used during the procedure but it was no possible to confirm if any other electrical device was used.